Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the monopolar cord caught on fire during surgery. No harm to the patient reported. No delay in surgery reported

Manufacturer narrative:
Product is not available for investigation and we're unable to provide a lot number at this time. Complaint number: (B)(4). Us354 / monopolar cable w/lg pin, 10 feet. Complaint: spd supervisor reported: monopolar cord caught fire during surgery. Happened approximately two weeks ago during a lap chole. The hospital risk management gave it to the spd department yesterday and asked that they reach out to the manufacturer to open up a quality case. The root cause is determined to be user related and is not attributed to design, material, or manufacturing of the device. No CAPA is necessary.